Event description:
(B)(4) weight gain, autoimmune diseases leaky gut and adrenal fatigue, long, heavy, painful menstrual cycles (14-25 days each month), extremely low vitamin d, ferritin, testosterone levels, skin rash, extreme fatigue, unable to sleep more than a few hours, abdominal pain and tenderness.